Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the cylinders did not pass the leakage test due to many holes, also the pump failed the activation test. There was no additional information provided.